Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act buttons. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were stuck in rewind complete and bolus delivery loop. The customer's blood glucose was 225 mg/dl at the time of incident. The customer was assisted with rewind and fill tubing process. The customer stated that the insulin pump did exit the rewind complete and bolus delivery loop. The customer also reported that the buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.